Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary testing found the device had no pacing output. Further analysis confirmed high ventricular lead impedance and high current drain. During analysis, mechanical damage (shorted capacitors) was noted on the hybrid. After the mechanical damage was repaired, the originally reported lead impedance was not confirmed; neither the high current or high output impedance conditions were present once the shorted capacitors were isolated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; results will be forwarded when available.